Event description:
The user facility reported the water supply to the system 1e was shut off, the facility biomedical personnel turned the water supply on a hose separated on the system 1e, causing some water to collect on the floor. The facility personnel shut off the water supply. No injuries, procedural delays, property damage were reported.

Manufacturer narrative:
A steris technician was informed by the biomedical personnel that the 90 degree factory crimped fitting had separated at the uv light outlet connection. The technician replaced the hose with new 90 degree factory crimped hose, tested unit, including running a diagnostic and processing cycle and found the unit operational and returned it to service. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).